Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (500 mcg/ml at 181 mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump was eroding through the skin. The patient was assessed for infection and treated with antibiotic. The pump and catheter were replaced resolving the issue.

Manufacturer narrative:
Continuation of d10: product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2023; explant date: (B)(6) 2025; product ID 8637-40 (serial: (B)(6)); product type: 0203-pump; implant date: (B)(6) 2023; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.